Manufacturer narrative:
(B)(4). D4: batch #t5ez92. Investigation summary. The analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge reload present. The cartridge reload was received with the one-piece sled detached and unfired, making it non-functional. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Although no conclusion could be reached as to why the one-piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy , the cartridge was loose and not connected with the jaw closely. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.